Event description:
It was reported the pt experienced a loss of therapeutic effect. The pt received no stimulation sensation. The pt had not recharged since 2006 or 2007 due to family issues. The pt was trying to turn the stimulator back on after losing a considerable amount of weight. The pt had coupling and/or communication issues while recharging. The pt met with the MFR representative. It was confirmed the stimulator was over discharged. The representative performed on physician recharge mode. The representative received a power on reset (por) message after performing the physician mode recharge. Two weeks later, the pt met with the MFR representative again. Telemetry issues were reported. An over discharge condition was confirmed again. A physician mode recharge was recommended. Additional info has been requested from the hcp, but was not available as of the date of this report.